Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. When the guidewire was inserted, it remained stuck in the catheter handle. The catheter was replaced and the procedure was completed successfully without patient complications. The device will not be returned for analysis.